Manufacturer narrative:
Procode: qhp. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00057 thru 3012447612-2021-00069.

Event description:
It was reported that four months post-op, the patient's scoliosis curve changed from 51 degrees pre-op to 19 degrees post-op in the lumbar region, from 68 degrees pre-op to 50 degrees post-op in the thoracic region, but developed a trunk rotation in the thoracic region that measures 30 degrees on the inclinometer reduces to 20 degrees in a prone position. The decision was made to remove the construct and fuse the associated levels (t5-l4) together. This is report five of thirteen for this event.

Manufacturer narrative:
Reference reports 3012447612-2021-00057 to 3012447612-2021-00069 and 3012447612-2021-00137 to 3012447612-2021-00162 this follow-up report is being submitted to relay additional information and initially corrected information. The returned device was examined and no indications of damage were observed. The DHR was reviewed and no non-conformances or temporary deviations were associated with this lot that would have impacted the performance of the device; there are no indications of manufacturing-related issues that would have contributed to this event. Based on the information available, the cause cannot be determined. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that four months post-op, the patient's scoliosis curve changed from 51 degrees pre-op to 19 degrees post-op in the lumbar region, from 68 degrees pre-op to 50 degrees post-op in the thoracic region, but developed a trunk rotation in the thoracic region that measures 30 degrees on the inclinometer reduces to 20 degress in a prone position. The decision was made to remove the construct and fuse the associated levels (t5-l4) together. This is report four of thirty nine for this event.